Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c1059592. This echo device was received with the needle retracted in the sheath of the device. The stylet was fully in-situ. The sheath of the device was fully intact and no damage was noted along the length of the sheath when the sheath extender was positioned at reference mark 0.5, however a slight indentation was visible approx. 2.5cm from the distal sheath tip was noted. The needle could be fully advanced and retracted without difficulty during the device evaluation. The needle tip was examined and noted not to be intact, approx. 4.5cm confirmed to have been broken off which coincides with broken-off piece of needle returned in the packaging for evaluation. The customer complaint was confirmed as the device was returned with approximately 4.5cm of the distal needle broken-off. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1059592 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided; the patient did not experience any adverse effects due to this occurrence. The risk was assessed and the risk was determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of the device. Evaluation details have been added to this report. Initial complaint description submitted as follows: during an endoscopic ultrasound, the needle broke at the distal end. The broken needle was approximately 3 to 4 cm, it did not fully detach. When the doctor pulled it out from within the scope, the broken part of the needle detached fully. No surgical intervention was required.

Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c1059592. The echo-19 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on customer testimony. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c1059592 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided; the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an endoscopic ultrasound, the needle broke at the distal end. The broken needle was approximately 3 to 4 cm, it did not fully detach. When the doctor pulled it out from within the scope, the broken part of the needle detached fully. No surgical intervention was required.